Event description:
On (B)(6) 2010, mother reported hyperglycemia since the previous day and requested troubleshooting to ensure products were working as intended. Blood sugars were between 414-699 mg/dl, and mother took patient to hospital on (B)(6) 2010. Patient was admitted to hospital and remained on his infusion device. Insulin was delivered through infusion device to lower blood glucose to approximately 200 mg/dl. Target blood glucose is 80-125 mg/dl. Patient was not given insulin injections and he was not administered an IV with insulin. Patient did receive benadryl through IV to help with itching and hives. Patient went home that day and woke up on (B)(6) 2010 with blisters. Patient was readmitted to the hospital with blood glucose of 699 mg/dl. Hospital was doing test to check for virus or illness. Infusion site is changed every 3 days and tubing every 6 days. Insulin cartridge and infusion set were changed on (B)(6) 2010. Mother changes insulin cartridge every day as instructed by doctor. There were no air bubbles or leaks in the system. There was no blood in the tubing. Patient received occlusion (e4) error on morning of report. Mother primed until insulin flowed from tubing and connected existing tubing to existing site. Insulin was not expired. Mother reported infusion site appeared damp and she could smell insulin near the site. Patient only uses 2 spots on his abdomen for site insertion. Advised on site rotation and effects of scar tissue on insulin absorption. Mother changed patient's infusion site to a new area. Follow-up was provided. Patient was released from hospital. Blood glucose went back to normal after infusion site was changed to a different area. Doctor believes hives and itching were a result of insulin "pushing back out because his body was not absorbing it." Infusion set was requested for evaluation.